Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "pump intermittently indicates door is open and to load a set even though the door is closed" was reproduced. When the device was powered on, evaluation experienced multiple load set alarms. A review of the event history log revealed multiple "load set alarms!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as constant "load set" message. The cause of the condition was an out of adjustment link, causing the upper link switch to not function correctly. The link required to be adjusted to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump intermittently indicates door was open and to load a set even though the door was closed during testing in the biomedical service department. There was no patient involvement. No additional information is available.